Manufacturer narrative:
H11: h2: corrected information in b5. Additional information received/reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that upon opening the tray, it was discovered that the plug was broken into several pieces inside the tray, so it had no contact with the patient, therefore, device breakage may cause minor or temporary injury (e.g. Abrasion, laceration, etc.) Requiring no or minor medical intervention. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Event description:
It was reported that during a knee arthroscopy, the bone tunnel plug large 10-11mm, upon opening the tray, it was discovered that the plug was broken into several pieces inside the tray; and was also emitting a foul odor. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopy, the bone tunnel plug large 10-11mm broke into pieces inside the equipment and was also emitting a foul odor. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported.